Event description:
An attempt was made to deploy a 3.0 mm x 15 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent into a patient; however, it was reported that when the relevant device was advanced to target lesion, the physician noted that the stent was not on the balloon. The delivery system was removed from the patient and the stent was found in the stylette. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: other - no root cause of the event can be determined based on information available.